Event description:
Reported as "leaking lap band."

Manufacturer narrative:
Taper ii: the access port associated with this report was not returned with the lap band. Based upon the serial number and implant date provided by reporter the connector type is assumed to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Analysis of the device returned also noted surgical-like damage to shell and ring of band. We believe all of the damage was likely caused during surgery to remove the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."